Event description:
Abbott diabetes care received a medwatch report, which reported the following information: the customer reported receiving high glucose scan readings on their abbott diabetes care (adc) device, starting at 256 mg/dl and rising to 350 mg/dl. These high readings persisted for over 40 hours, showing only minor fluctuations, and consistently remaining above 325 mg/dl. It is unknown whether the customer noted a trend arrow on the device. In response, the customer took measures to address the situation by fasting, exercising, and staying hydrated. The customer later visited the hospital, where a healthcare professional (hcp) measured their glucose levels at 117 mg/dl and 137 mg/dl, both of which are within the normal range. Additionally, the customer reported that the alarm on their device would not stop going off. Adc customer service successfully contacted the customer but chose not to provide further information. No patient consequences were reported. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. The device mfg. Date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The available tracking and trending reports were conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. The available tracking and trending reports were conducted for the reported complaint and fs libre reader, no trends were identified that would indicate any product related issues. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report, which reported the following information: the customer reported receiving high glucose scan readings on their abbott diabetes care (adc) device, starting at 256 mg/dl and rising to 350 mg/dl. These high readings persisted for over 40 hours, showing only minor fluctuations, and consistently remaining above 325 mg/dl. It is unknown whether the customer noted a trend arrow on the device. In response, the customer took measures to address the situation by fasting, exercising, and staying hydrated. The customer later visited the hospital, where a healthcare professional (hcp) measured their glucose levels at 117 mg/dl and 137 mg/dl, both of which are within the normal range. Additionally, the customer reported that the alarm on their device would not stop going off. Adc customer service successfully contacted the customer but chose not to provide further information. No patient consequences were reported. Based on the information provided, there was no report of serious injury associated with this event.

Event description:
Abbott diabetes care received a medwatch report, which reported the following information: the customer reported receiving high glucose scan readings on their abbott diabetes care (adc) device, starting at 256 mg/dl and rising to 350 mg/dl. These high readings persisted for over 40 hours, showing only minor fluctuations, and consistently remaining above 325 mg/dl. It is unknown whether the customer noted a trend arrow on the device. In response, the customer took measures to address the situation by fasting, exercising, and staying hydrated. The customer later visited the hospital, where a healthcare professional (hcp) measured their glucose levels at 117 mg/dl and 137 mg/dl, both of which are within the normal range. Additionally, the customer reported that the alarm on their device would not stop going off. Adc customer service successfully contacted the customer but chose not to provide further information. No patient consequences were reported. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. Tracking and trending reports for the past year was reviewed based on the product line and reported issue. The review identified a tripped trend and corrective actions were taken. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.